Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. Previous references to ¿toys¿ were noted to be typos. ¿toys¿ should have read ¿dose.¿ it was reported that the patient presented to the hospital on (B)(6) 2017 with altered mental status, slurred speech, weakness, and flaccidity. A dye study of the catheter was completed and was normal. The cause of the volume discrepancies was not determined. It was noted that the pump was going to be returned. Per the policy of the facility, it had to go through the pathology department before it would be returned to a manufacturing representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at flex toys 1851.7 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(4) 2017 that a possible revision of the catheter was planned despite a normal dye study that was performed as diagnostics/troubleshooting. It was unknown if surgical intervention occurred but the representative would follow-up for more information. The issue was not resolved at the time of the report. The patient status was ¿alive ¿ no injury¿ at the time of the report (note this is conflicting with the reported symptoms). The patient was experiencing altered mental status, weakness, flaccidity, and slurred speech on (B)(6) 2017 which led to the dye study. The cause of the symptoms was not determined to the representative¿s knowledge as of (B)(4) 2017. The possible catheter revision was tentatively scheduled for (B)(6) 2017 but was not yet confirmed. The representative did not have further information other than what was reported. On (B)(6) 2017, it was reported that the neurosurgeon decided not to replace the catheter. Further information was received from a consumer via the manufacturer¿s representative on 2017-mar-10. It was reported that the pump was replaced because the pump was always 25% more full than expected at refills. One of the hcps wanted a full system revision but another hcp elected to replace the pump only after the catheter was easily aspirated. It was indicated that the dosing was reduced from 2025 mcg/day toys with flex dosing to 1715 mcg/day on flex dosing. It was also noted that the hcp told the consumer that scar tissue had grown around the catheter in the pocket and may have been the reason for reduced therapy, per the consumer. No further complications were reported or anticipated. The patient medical history included spasticity and a prior catheter revision (refer to manufacturer report 3004209178-2013-17520). The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.